Event description:
It was reported by the pt that she had pain and lumpiness from the start of the prod being placed. The operative notes for the 2007 explant procedure is said to note the "...the pt had a defect measuring approx 6 cm circumferentially with mesh that was in the hole laterally displaced and balled up".

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available.